Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for multiple sclerosis/intractable spasticity indications for use. It was reported that the patient heard the pump alarming one non-critical alarm tone on (B)(6) 2025 after her pump was filled. The pa tient heard another tone again yesterday, but the tone seemed to stop abruptly, and she only heard it once. The healthcare provider (hcp) stated that there was nothing in the logs to indicate an active alarm or issue with the pump. There was no visible alarm alert on the tablet. The patient had magnetic resonance imaging (MRI) in (B)(6) 2025, but the logs showed that the pump recovered. The patient did not have any symptoms. The technical services (tss) reviewed pump alarms and suggested that the patient look at other things that could be making an alarm tone noise.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H3. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.